Event description:
It was reported that critical care nurses reported in an online survey stated that are reporting on behalf of a respondent that indicated the following complaint in a pulse survey: in the online survey a physician indicated the ellik evacuator was not successful in urological tissue and or debris evacuation due to "less tactical feedback than using a syringe attached to the cystoscope to evaluate tissue or clot".

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.